Event description:
It was reported that during the implant procedure, noise was observed via iegm. The noise was observed both in and out of the pocket. The noise was not reproducible by tapping on the device. Programming changes were made to reduce oversensing. The implant procedure was completed and the patient condition was normal post procedure. Monitoring will continue.